Manufacturer narrative:
(B)(4). Date of follow-up report: 11/05/2015. Evaluation of the incident device found a bent pin in the in the integrated microwave and data connector. The pin was straightened and the antenna functioned properly. The cause of the bent pin could not be determined. No trend has been identified for this failure mode.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a thermoablation liver tumor procedure, an alert occurred causing the microwave system to stop working. The antenna was removed from the patient and the procedure was completed with the use of radio frequency ablation. This resulted in a procedure delay of more than 30 minutes.